Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming, and screen displays run. Tried to silence beeping but no buttons were working. They reported that this happened with a loss of power alarm and spoke to clinic who had her remove 1 battery then reinsert. They reported this helped for about 45 minutes and it was doing same thing. There was patient involvement and no patient harm/adverse event reported.